Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was explanted approximately one month following initial implant due to an infection at both generator and lead incision sites. The infection was first observed on (B)(6) 2015. It was reported that the infection is now resolved; however, the patient will not be reimplanted because the caregiver is worried that the patient will develop another infection.